Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the device could not create distention or tamponade and that the actual pressure dropped to zero while displaying 95 mm/hg.

Manufacturer narrative:
Due to the anonymous survey we are unable to identify the specific device involved in the reported event. Therefore, the reported failure mode could not be confirmed. The reported event was reported based on an anonymous survey for user feedback from a group of company representative personnel as a result of a limited launch of the device. However, according to the analysis performed by stryker r&d, the reported failure could have likely been caused by: use error and/or damaged or faulty pressure sensor. In sum, the product was returned but could not be identified for investigation and therefore, we could not confirm the reported failure mode. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the device could not create distention or tamponade and that the actual pressure dropped to zero while displaying 95 mm/hg.